Manufacturer narrative:
Event site full name: (B)(6) hospital. Event site postal code: 333-0842. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that while prepping to insert the intra-aortic balloon (iab), the guidewire was noted to be bent. The customer switched to another manufacturer's guidewire to complete insertion. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The guide wire was returned inside the protective tubing with the j-straightener over the wire without any visible blood. The iab catheter was not returned for evaluation. The returned guidewire was found to be bent inside the j-straightener approximately 4.0cm from the j-tip. A bent j-tip could lead to difficulty to insert the guidewire through the iab. The evaluation confirms the reported failures. However, we are unable to conclusively determine how the bend occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).